Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. The customer¿s expected fasting blood glucose test result range is 108 - 141 mg/dl. Customer was not using proper testing technique: customer was pressing the test strip against her finger, and was using alcohol when testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 08/31/2020. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).